Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic for the routine follow up. The pulse generator went into backup vvi mode after attempting the firmware upgrade and failed. The device was reprogrammed to restore the normal function. The patient would continue to be monitored.